Event description:
It was reported that before an unknown surgery, after insert into the trocar, noted the device was broken. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #c9e73a. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that b12xt device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. The sleeve was visually inspected and no damaged found. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without any damaged. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch c9e73a number, and no non-conformances were identified.